Manufacturer narrative:
(B)(4). Catalog number, is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported the patient had been admitted to the hospital on (B)(6) 2019 due to a stoma infection. The patient is treated with unknown intravenous antibiotic. Tube re-placement scheduled.